Event description:
Customer reported device = 507 mg/dl. Customer went to the emergency room (ER). ER device = 177 mg/dl. No treatment was received. Device was not correctly. No controls used. A request was made for return product and replacement product was sent.